Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were returned to the manufacturer for evaluation.

Event description:
Information was received from a site representative regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after images were taken with the imaging system it would not automatically push to the navigation system. The imaging system was able to push it to the electronic picture archiving and communication systems (pacs) but the navigation system stated, "waiting for exams to transfer." The use of the navigation system was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no reported impact on patient outcome.